Event description:
A user facility technician reported a patient removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. There were no machine alarms to indicate a problem with the treatment. The uf goal was 2.6 kg, however 3.0 kg was removed. Treatment parameter consisted of a 400 ml/minute blood flow rate, 700 ml/minute dialysate flow rate, and a 3 hour treatment. There was no patient injury or medical intervention associated with this incident.